Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6 ) 2019 due to a percutaneous lead (driveline) exit site infection. The patient symptoms included dehydration, nausea, vomiting and constipation. The culture was positive for pseudomonas aeruginosa. It was noted yellow drainage from the driveline exit site. The infection was treated with antibiotic therapy, levaquin and minocycline. The patient will continue to follow up with infectious disease and continue antibiotics. No further information was reported.

Event description:
It was reported that the patient complained of pain at the driveline exit site and purulent discharge. Cultures growth noted pseudomonas, but it was not enough growth to work-up for a minimum inhibitory concentration. The infection was treated with levofloxacin and minocycline. No further information was reported.

Manufacturer narrative:
Analysis conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not conclusively be established. An analysis of the log file provided by the account did not confirm low flow events. The submitted log file contained data from 28sep2019 through 01oct2019. No low flow alarms were observed as the flow ranged from 3.7 to 6.1 lpm. It was noted that the file captured a no external power event on 29sep2019 (refer to pi-2019-0208821-01 for the investigation) while the patient was supported by the mpu. The pump speed remained above the low speed limit for the duration of the file and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas with no further reported issues. The heartmate ii left ventricular assist system instruction for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. Both the documents also address all system controller alarms (including low flow hazard alarms) and how to respond to such events.

Manufacturer narrative:
Section b3: correction. Section b5: no external power event involving the mobile power unit (mpu) is reported under MFR # 2916596-2019-05035.